Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.

Event description:
The customer's mother called to report that her son experienced a high bg (657mg/dl), which resulted in a visit to the emergency room. No pod alarm, malfunction or additional product-specific information was reported. The pod will not be returned for evaluation.